Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: 2017865-2023-22835.